Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The affiliate reported: the revision surgery was conducted due to the suspected occlusion noted after implantation. Doi and dor are unknown. Details will be informed as soon as jjkk receive them from the facility.

Manufacturer narrative:
Upon completion of the investigation, examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.